Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an alert for their implantable cardioverter defibrillator. The alert was for post paced t-wave oversensing (pptwos). Programming changes were advised and would be completed as soon as the patient goes in for a follow up in clinic. The patient was stable.